Event description:
It was reported that a (B)(6) caucasian female who had 255cc mentor memorygel breast implants placed experienced left sided rupture and several unexplained systemic symptoms post procedure. Fatigue, a right sided breast lump, nerve pain, and arm pain were noted. The rupture was confirmed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-06703 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. An explant is scheduled for (B)(6) , 2022. Additional information was received on (B)(6) 2022. The explant was rescheduled to (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 2, 2022. The patient was involved in a motor vehicle accident before the rupture was discovered. Mammography confirmed the rupture shortly after the accident. An additional symptom the patient experienced was bilateral ptosis. Bilateral prosthesis replacement with 255cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 26, 2022. The explant date was clarified to be (B)(6) 2022. The impacted product was received by the failure analysis lab on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).